Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2018. Reportedly post procedure, the patient experienced recurrent urinary tract infections (utis) with associated frequency, dysuria, bloating, low back ache, discomfort, fatigue, hematuria and slower urinary stream post-surgery. The recurrent utis had very resistant bacteria (klebsiella) from the patient being on so many antibiotics, due to resistance pattern and medication allergies. In 2022, the patient also experienced diffuse myofascial tenderness of pelvic floor and high tone pelvic floor dysfunction. A cystoscopy showed scattered cystitis lesions throughout bladder consistent with recent uti and scattered raised erythematous areas in bladder trigone. Cystourethroscopy was performed with targeted bladder biopsies and fulguration of biopsied areas. Pathology: posterior bladder wall biopsies x 3 ¿ bladder mucosa with chronic inflammation and reactive epithelial changes, negative for malignancy. Tissue culture of bladder wall had no growth. CT abdomen/pelvis was performed in 2023 ¿ mild linear enhancement of the urinary bladder may be infectious or inflammatory, diverticulosis of the colon. Ongoing burning pain at a specific spot on inner vaginal wall x 3-4 weeks and constipation. MRI pelvis ¿ suspected vesicovaginal fistula with marked associated inflammatory changes of urinary bladder and soft tissues which is likely etiology of recurrent utis, suspected colovaginal fistula associated with multiple sigmoid colonic diverticula, pelvic floor prolapse with rectal prolapse, suspected cystocele, small anterior rectocele. CT cystogram ¿ no convincing evidence of patent fistula, pelvic floor prolapse, mild posterior bladder wall thickening and associated inflammatory changes which may be seen in the setting of cystitis, extensive colonic diverticulosis. The patient continued to experience recurrent utis, vaginal drainage, pelvic cramping, sigmoid (large intestine) diverticulitis, fecal incontinence. In (B)(6) 2023 the patient underwent removal of sacrocolpopexy mesh (restorelle), suture repair of right posterior bladder, cystoscopy with insertion/removal of bilateral temporary urethral stents, vaginoscopy, pelvic examination, removal of screw (capsure), laparoscopic assisted sigmoidectomy with anterior resection/takedown of splenic flexure/takedown of colovesical fistula, appendectomy, blake drain placement, seprafilm placement (multiple sheets) and left lower abdominal wall colostomy. Intraoperative findings: colovesical fistula identified from rectum toward right posterior bladder, distal sigmoid colon tethered down to bladder and sacrocolpopexy mesh area, perirectal tissues quite fibrotic/scarred from prior infections and fistula, pancolonic diverticulosis with short segment of chronic diverticulitis at mid sigmoid colon, exposed loose metal object in area of sacrocolpopexy mesh dissection of sacral promontory likely to be metal tack used in prior sacrocolpopexy fixation. Colovesical fistula likely from chronic diverticular disease although was near the sacrocolpopexy mesh as well. Hospital admission for abnormal lab findings and uti symptoms (bladder pain, urgency, frequent small voids, dysuria, cloudy foul smelling urine) following catheter removal.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and a follow up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation excluding fatigue. There is no direct causal relationship between fatigue and restorelle. Fatigue could be a cascading effect of inflammation or infection. No further action or corrective action is required at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. Correction: b7: other relevant history added.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle implanted in (B)(6) 2018. Reportedly post procedure, the patient experienced recurrent urinary tract infections (utis) with associated frequency, dysuria, bloating, low back ache, discomfort, fatigue, hematuria and slower urinary stream post-surgery. The recurrent utis had very resistant bacteria (klebsiella) from the patient being on so many antibiotics, due to resistance pattern and medication allergies. In 2022, the patient also experienced diffuse myofascial tenderness of pelvic floor and high tone pelvic floor dysfunction. A cystoscopy showed scattered cystitis lesions throughout bladder consistent with recent uti and scattered raised erythematous areas in bladder trigone. Cystourethroscopy was performed with targeted bladder biopsies and fulguration of biopsied areas. Pathology: posterior bladder wall biopsies x 3: bladder mucosa with chronic inflammation and reactive epithelial changes, negative for malignancy. Tissue culture of bladder wall had no growth. CT abdomen/pelvis was performed in 2023: mild linear enhancement of the urinary bladder may be infectious or inflammatory, diverticulosis of the colon. Ongoing burning pain at a specific spot on inner vaginal wall x 3-4 weeks and constipation. MRI pelvis: suspected vesicovaginal fistula with marked associated inflammatory changes of urinary bladder and soft tissues, which is likely etiology of recurrent utis, suspected colovaginal fistula associated with multiple sigmoid colonic diverticula, pelvic floor prolapse with rectal prolapse, suspected cystocele, small anterior rectocele. CT cystogram: no convincing evidence of patent fistula, pelvic floor prolapse, mild posterior bladder wall thickening and associated inflammatory changes which may be seen in the setting of cystitis, extensive colonic diverticulosis. The patient continued to experience recurrent utis, vaginal drainage, pelvic cramping, sigmoid (large intestine) diverticulitis, fecal incontinence. In october 2023 the patient underwent removal of sacrocolpopexy mesh (restorelle), suture repair of right posterior bladder, cystoscopy with insertion/removal of bilateral temporary urethral stents, vaginoscopy, pelvic examination, removal of screw (capsure), laparoscopic assisted sigmoidectomy with anterior resection/takedown of splenic flexure/takedown of colovesical fistula, appendectomy, blake drain placement, seprafilm placement (multiple sheets) and left lower abdominal wall colostomy. Intraoperative findings: colovesical fistula identified from rectum toward right posterior bladder, distal sigmoid colon tethered down to bladder and sacrocolpopexy mesh area, perirectal tissues quite fibrotic/scarred from prior infections and fistula, pancolonic diverticulosis with short segment of chronic diverticulitis at mid sigmoid colon, exposed loose metal object in area of sacrocolpopexy mesh dissection of sacral promontory likely to be metal tack used in prior sacrocolpopexy fixation. Colovesical fistula likely from chronic diverticular disease although was near the sacrocolpopexy mesh as well. Hospital admission for abnormal lab findings and uti symptoms (bladder pain, urgency, frequent small voids, dysuria, cloudy foul-smelling urine) following catheter removal.